Event description:
The pump was returned for investigation. Evaluation revealed a single component failure. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) with the following findings: evaluation revealed that the audio bolus button cover and the slug contact are detached and missing. During investigation, ¿cs69¿ alarm was reproduced at power up. The pump was unable to recover from cs69 after reboot. The ¿cs69¿ failure is defined as language file corruption while retrieving the language text. A single component failure was found. (B)(6).